Event description:
I got breast implants in (B)(6) 2006. Not long after I started to get migraines and pain in my face and the back of my neck. It was later found after facial paralysis did not go away that I had noncancerous lesion on my 7th cranial nerve. Over time I started to have severe anxiety. Then I started with issues with my lymph nodes. Swelling and pain in the lymph nodes. I had blood tests done and was sent to an oncologist who requested a biopsy of the right lymph node in my neck. I then got a massive infection from this procedure and ended up in the hosp for a week. The biopsy came back normal. As years passed I continued with the migraines, facial paralysis and pain. Along with anxiety. In 2015 it was decided that the facial nerve should be decompress the MRI still showed a lesion on the facial nerve. I had a craniotomy to decompress the seventh cranial nerve and was hospitalized them. This helped with some of the symptoms; however, the right sided facial paralysis was not corrected after this procedure. I then started in 2019 to have pain, numbness and tingling in my hands, feet, and arms. Severe exhaustion, dizziness, joint pain, brain fog, anxiety, the feeling of itching all over my body and pain in my breast. Blood work now shows a positive ana and severe anemia. I was also told that there are two lesions on my lungs that are not cancerous. I now have appts to see a neurologist. Rheumatologist and gastroenterologist for further testing. I have extreme exhaustion and pain when walking. I truly believe that removal of my breast implants would solve all of this. Over the past about 9 years I have had to deal with so much pain and illness due to my breast implants and now I am searching for way to have them removed. I am a single mom and I have (B)(6)twins that need me. Something needs to be done. I have all my medical documents, labs, and scans to support this treatment. All dating back from 2007 to present. I am not drinking or smoking. I had lost a pregnancy when I was hospitalized with the removal and biopsy of the lymph nodes. I also have twins who were born with some medical issues and now have some developmental delays. They were born after I got breast implants. FDA safety report ID# (B)(4).